Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient will be having the device removed in a few weeks.  The device/stimulation has been aggravating his nerves and is not helping the patient; patient has had the device off more than on.  This has been going on since replacement (B)(6) 2021.  He has been working with the physician and rep.  The last program about a month ago felt like pulsing and had pain down to the foot.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they did a reprogramming about a month ago and it was uneventful. The goal was to increase coverage. The rep stated that they received an email on 2022-02-07 from mdt and then a message from the clinic that the patient was coming in today ((B)(6) 2022) and asked to have mdt present. The nurse practitioner (np) informed the rep that the patient¿s device has been off for a few weeks and his pain is ¿better¿. She also noted it would not be taken out as the reason for his increased axial back pain was undetermined. Prior to the calls yesterday the patient was doing great. The np reminded the rep of the screen shots of text messages from the patient the rep had sent her regarding his improvement. The np did have many questions surrounding his history as some areas were unclear. There is a history of repeated injuries stemming from a car accident in 2017 and then slipping on a dryer sheet. The np did state his pain was good except for the axial back area and wondered if the anchor was irritating the area. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.